Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 (mg/dl). Reportedly, contact believed that the low bg level was due to exercise and swimming. Customer consumed cookies and food to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.